Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lots (h10k07019 and h10j28074) and no issues were found related to the reported condition during the manufacture of those lots. Based on the information obtained during baxter's investigation, the cause of this incident could not be determined. Baxter has received similar reports for the reported condition. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a consumer with supplemental information by a nurse in the USA of peritonitis with culture positive for cornybacterium afermentans in a (B)(6) female coincident with dianeal pd2 ambuflex therapy. On an unreported date in (B)(6) 2010, the patient began treatment with dianeal pd2 ambuflex (lot number, dose, and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the peritonitis. The treatment for the event of peritonitis with culture positive for cornybacterium afermentans was not reported. The patient was discharged on (B)(6) 2011, and was recovering. Dianeal therapy was ongoing. The nurse reported the event of peritonitis with culture positive for gram positive organism was unrelated to dianeal therapy. The nurse reported the event of peritonitis with culture positive for cornybacterium afermentans was not related to dianeal therapy. This is report 1 of 3 involved in this peritonitis event. .